Event description:
It was reported that the was a confirmed flipped pump. A revision was done because the pump felt loose under the skin so the surgeon was opening the patient on day of report and suturing the pump in place more secure in correction position; anchored correctly. The pump was refilled and the pump pocket was closed. The problem was solved and corrected. The pump system was delivering hydromorphone. There were no symptoms associated with the event. The patient's status at the time of report was "alive no injury." The patient was receiving adequate therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).